Manufacturer narrative:
(B)(4). Upon additional information this investigaiton wil be updated.

Event description:
Boston scientific received information that this right ventricular lead impedances had increased suddenly overnight after being implanted the day before. The electrogram appeared normal. No adverse patient effects wer reported. This right ventricular lead remains implanted.